Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. The customer's blood glucose level was 148 mg/dl. Reportedly, the customer reverted manual injections for insulin therapy.